Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital for treatment of a gi bleed. A colonoscopy was performed and the source of the bleed was clipped. The pump speed was also lowered. The patient remains ongoing.